Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33276. Related manufacturer reference number: 1627487-2020-33277. Related manufacturer reference number: 1627487-2020-33278. It was reported that the patient's stimulation decreased by itself. The message "strength was decreased, generator could not deliver the desired strength," is displayed on all programs. The rep performed diagnostic tests that showed high impedances on two of the three leads. Reprogramming was attempted. Surgical intervention may take place at a later date. Note: it is unknown which quattrode lead has high impedances, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient underwent a revision surgery where the exclaim lead was replaced to resolve the issue.